Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A doctor reported experiencing a headache and pain in the right eye after a procedure, in which she complained of the green laser light being strong. The doctor was seen by a specialist in which she presented a laser mark in the right eye. The specialist indicated the vision was "alright". Additional information has been requested.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: ¿the company sales representative was observing the treatment. The surgeon stated she completed the first laser shot and commented that the laser light was green and very intense in brightness. The surgeon noted the company sales representative assured the surgeon that the green light is normal, as the company sales representative also viewed the same green light through the observer scope. The surgeon continued treatment and applied a few more laser shots. The surgeon stated ¿the company sales representative realized that the laser safety filter was not engaged and was inadvertently overlooked for laser filter protection.¿ the surgeon noted after the event she developed a severe headache and blurring of vision in both eyes. The surgeon immediately went to her eye specialist. The eye specialist examined the surgeon¿s eye and noted that there was a laser mark on the superior aspect of the right eye. The surgeon¿s visual acuity (va) is reported as ¿alright¿. The surgeon has fear and anxiety due to the event. Additional information received from the company service representative reiterated he completed a thorough examination of the system prior to releasing the system for use. The dr. Filter was installed and checked. The company service representative place the dr. Filter on the on position to test the filter and system. The dr. Filter passed testing and remained in the on position when he left the eye clinic. The dr. Filter was engaged and in the on position after service. Additional information received from the company sales representative noted after the system was checked and set up by the company service representative, she adjusted the power, duration, interval, and spot size. The company sales representative noted she was not sure if a staff member may have inadvertently turned the dr. Filter to the off position, and she was not aware the dr. Filter was off. The operator¿s manual includes warnings: refer to section six for instructions on installing the doctor protection filter. The operator may have a colored view through the doctor protection filter due to blocking of the green 532 nm wavelength light. Newer filters will have less color blocking. It is the operator¿s responsibility to properly install the doctor protection filter. Company shall not be held liable for problems caused by improper installation of the doctor protection filter. If a tethered manual doctor protection filter is in the ¿not engaged¿ position the prompt on the laser lcd display must read ¿please engage dr. Filter.¿ if not, the operator must discontinue using the system and notify company technical services for assistance. When using beam splitter accessories, the ocular stereo microscope head must first be attached to the beam splitter (the beam splitter accessories are attached to the beam splitter on the protected side of the doctor protection filter assembly); the beam splitter is then attached to the permanently installed doctor protection filter. Improper installation could cause injury to the operator and/or the patient.¿ the system was examined. It was noticed upon examination, that the filter was not connected to the system. The company representative then connected the filter to the system to address the issue. The systems were then tested and found to be functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 21, 2008. Based on qa assessment, the product met specifications at the time of release. The customers have been notified on how the slit lamp and a tethered doctor filter work with the system. The root cause of the reported event can be attributed to operator use error, as the operator did not verify that the doctor filters were properly installed and connected. (B)(4).